Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I m finally e free") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and patient dissatisfaction with device ("I hate essure"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal and patient dissatisfaction with device outcome was unknown. The reporter considered medical device removal and patient dissatisfaction with device to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media as medical device removal and dreadful experience. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I m finally e free") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and patient dissatisfaction with device ("I hate essure"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal and patient dissatisfaction with device outcome was unknown. The reporter considered medical device removal and patient dissatisfaction with device to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media as medical device removal and dreadful experience. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I m finally e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced patient dissatisfaction with device ("I hate essure"), pelvic pain ("our pain or discomfort due to essure") and pelvic discomfort ("our pain or discomfort due to essure"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, patient dissatisfaction with device, pelvic pain and pelvic discomfort outcome was unknown. The reporter considered medical device removal, patient dissatisfaction with device, pelvic discomfort and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media as medical device removal and dreadful experience, pelvic pain female and pelvic discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received. Events; our pain or discomfort due to essure were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.